Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead had possible fracture at proximal coil. Boston scientific technical services (ts) discussed with representative regarding x-ray image. Lead conductor was intact but there could be some separation of coil at the distal end. Additional information from the representative indicated that there was no intervention needed. The rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information obtained from the field which indicated that this lead damaged the tricuspid valve. Moreover, the lead was tethered according to the transesophageal echocardiogram result. The patient had severe tricuspid regurgitation and complained of increase fatigue and shortness of breath (sob). The lead was explanted. No additional adverse patient effects were reported.